Manufacturer narrative:
Correction to h10; added the related report number in the correct field.

Manufacturer narrative:
Through investigation it was learned that this event was already recorded and investigated with report ID: 2015691-2023-12628. All the available information and conclusions of the investigation were provided through report ID: 2015691-2023-12628 and therefore this correction is being submitted.

Manufacturer narrative:
D6. A if implanted, give date: the implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration. D6.b if explanted, give date: the valve-in-valve date is known only as "2023". Therefore, (B)(6) 2023 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. This is one of two manufacturer reports being submitted for the same patient. Refer to medwatch report ID: 2015691-2025-07842. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada, this patient with an unknown valve model implanted in tricuspid position, underwent a valve-in-valve procedure after an implant duration of at least seven (7) years and one (1) day due to regurgitation. A 29mm transcatheter valve was implanted within the edwards surgical valve. The patient was noted as to be alive.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors including coronary artery disease, chronic kidney disease (ckd).